Event description:
It was reported to philips that the ventilator generated an error relevant to blower high temperature. Clinical usage is currently unknown; requests for further information have been made. There is no report of patient or user harm. The remote service engineer (rse) troubleshot the issue with the customer over the phone. The customer reported the ventilator runs fine and could not reproduce the issue. The filters were replaced a couple of weeks ago. The rse advised the customer that the unit may have a faulty blower assembly or motor controller (mc) printed circuit board. The rse provided the part number for blower assembly. No parts were replaced. The customer states the issue could not be reproduced.

Manufacturer narrative:
The system was in use at the time of the alarm and the patient was transferred to an alternate ventilator. No harm or delay to therapy reported. The customer replaced the blower assembly. The device was functionally tested and passed specification testing. No other anomalies were reported. The replaced part has been scrapped; no further investigation possible.